Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device malfunctioned. It was impossible to insert the clip applier through an appropriately sized trocar, because one of the jaws did not collapse as it should upon inserting. The jaws were empty. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the ramp of the jaw disengaged from the camp of the device. This condition would not allow the jaws to collapse in order to form the clips. In order to functional test the device the jaw was reengaged to the cam. The remaining clips was fired as conforming. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.